Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Over-inflation of the delivery balloon and post dilation of the implanted valve has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, a combination of patient (severely calcified aortic valve, severe ventricular septal hypertrophy) and procedural factors (aortic movement with inflation) appear to have contributed to the aortic deployment and subsequent pvl/central ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the 23 mm sapien valve was positioned 60:40 aortic; however, during deployment the valve shifted and was deployed 70:30 aortic, which resulted in moderate paravalvular leak (pvl). The valve was post dilated with an additional cc of fluid which lessened the severity of the pvl but created central aortic insufficiency (ai). A second 23 mm sapien valve was implanted in a 50:50 position, which reduced both the pvl and central ai to trace. Per report, due to the patient¿s small ventricular cavity and thick ventricular wall, the patient had been placed on cardiopulmonary bypass during the procedure as a prophylactic measure. The patient was noted to have been stable at the end of the procedure. The 70:30 aortic deployment was attributed to aortic movement with inflation. Per report, the aortic valve was severely calcified, the aortic root was mildly calcified, the ejection fraction was 75-80%, the sinotubular junction (stj) measured 25.8 mm and the sinus of valsalva (sov) measured 29.9 mm. The patient had severe ventricular septal hypertrophy and no mitral annular calcification (mac). Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.